Event description:
It was reported that the patient underwent a surgical procedure to replace the left cylinder of this inflatable penile prosthesis (ipp) due to cylinder puncture. The existing left cylinder was removed and a new cylinder implanted. The explanted component is expected for return. Additional information was received indicating the puncture was located on the distal side of the left cylinder. The physician believed the puncture to be the result of heat generated by friction between tissue and the cylinder. There were no patient complications related to the device.

Event description:
It was reported that the patient underwent a surgical procedure to replace the left cylinder of this inflatable penile prosthesis (ipp) due to cylinder puncture. The existing left cylinder was removed and a new cylinder implanted. The explanted component is expected for return. Additional information was received indicating the puncture was located on the distal side of the left cylinder. The physician believed the puncture to be the result of heat generated by friction between tissue and the cylinder. There were no patient complications related to the device.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of cylinder puncture was not confirmed via product analysis though bulging of the cylinder was observed. The ams700 cylinder was visually inspected and functionally tested. No leak was found. The cylinder exhibited bulging when inflated. A cylinder hole could not be directly confirmed. The presence of bulging in the cylinder could be the probable cause of the reported allegation, as when inflated the cylinder aneurysm could be interpreted as fluid or material coming from a hole in the cylinder. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported advents could be traced to a device issue or problem. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.